Manufacturer narrative:
Product complaint # (B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent is the product code and lot number of the device available? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete transection of the white breakaway washer visually confirmed? Was a leak test performed? If so, what was the result? What was done during the reoperation? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape. Does the surgeon believe that an alleged deficiency of the device led to the complications or were there other contributing factors to include patient tissue condition? What is the current status of the patient? Can you please confirm the status of the device?

Event description:
It was reported that the patient underwent an ultra-low anterior resection of the rectum with a transverse colostomy on (B)(6) 2019. The procedure was concluded successfully, and the patient has not experienced unforeseen side effects or complications in the rehabilitation phase of the hospital as per the medical records. The hospital scheduled for discharge on (B)(6) 2019. On (B)(6) 2019 due to abdominal pain with hematemesis, the patient was readmitted with bloody stool for 12 + hours. The hospital diagnosed as abdominal cavity, pelvic fluid with infection, diffuse celiac disease, anastomotic small leakage, pleural effusion, respiratory failure and so on, the day of admission laparotomy. Intraoperative findings: basic wound healing, extensive cloudy ascites in the abdominopelvic cavity exhibiting infected ascites, amount of at least 1000 ml, part of the small bowel and colon outside the wall of the pus formation, part of the adhesion formation, adhesions are dense, the greater omentum in the right abdominal cavity of the formation of adhesions, pelvic fluid in the most significant adhesion and pus is also the most obvious, intestinal wall edema thickening changes, mesenteric hypertrophy, tissue texture quite fragile. A reoperation was performed, and no unforeseen side effects or complications were noted, and the patient was discharged on (B)(6) 2019.